Event description:
Information received with return of the explanted device notes that the patient felt dizzy and had some falls. "She may have had a small stroke." On november 15, 2001, no magnet rate was obtained. Communication with the device was unsuccessful. The patient was in sinus rhythm at 85 bpm.